Event description:
It was reported the cardiosave intraaortic balloon pump (iabp) fiber optic cable is not working during use. It is unknown if a patient was involved however there was no adverse event reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge fse evaluated the iabp, with fiber optic test. Fse had no technical failures occur. Nothing unusual in logs. Fse left the pump running for several minutes with balloon and fiber optic test attached and no failure. Verified unit calibrated and passed all functional and safety tests per factory specifications, the unit was returned to the customer and cleared for clinical use.